Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient using a homechoice claria experienced "feeling very full", abdominal tightness and "strained with respirations" during an unspecified process step. The patient discontinued therapy and performed a manual drain. It was not reported if the patient was hospitalized. There was no report of medical intervention associated with this event. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.